Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a shorted j100 inductor on the bedside pca. The root cause for the shorted j100 component could not be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a charger won't power on.